Event description:
It was reported that a spectrum iq pump had an unspecified volumetric issue. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was received for evaluation. During functional testing for flow rate accuracy, the 'volumetric' issue was reproduced with an error rate of <10%. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be an out of adjustment pressure plate travel. The pressure plate travel will require adjustment to address this issue. The device malfunction is unlikely to cause or contribute to a death or serious injury. Should additional relevant information become available, a supplemental report will be submitted.